Event description:
During a lap splenectomy, the device gave a solid tone. It was used with an older generator and hand piece. The shears were tested in water and would not activate. The hand piece was tested and it worked fine. Another shear was used to complete the case with no pt consequence.